Event description:
It was reported "the helium line was withdrawn in the middle of the machine's operation after the tube was placed, and the balloon was found to be broken after it was withdrawn". The device was removed in its entirely, and was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, liquid blood was noted within the teflon sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 5.0cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some traces of dried blood were noted within the iabc bladder and short driveline tubing. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire into either end. Another attempt to aspirate and flush the catheter was successfully completed after clearing the blood clot. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed on the bladder. A full thickness abrasion to the bladder was confirmed at approximately 21.3cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was front loaded through the iabc luer. Resistance was noted at approximately 21.3cm from the luer; the guidewire was able to advance through the central lumen. Blood exited the central lumen. The guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was found to be broken" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however , the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the helium line was withdrawn in the middle of the machine's operation after the tube was placed, and the balloon was found to be broken after it was withdrawn". The device was removed in its entirely, and was not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".